Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine change out, the left ventricular exhibited unacceptable threshold. The lead was explanted and replaced successfully and the patient was stable.